Manufacturer narrative:
Telephone number 03-5772-1440. Device discarded by the customer site. Device manufacture date: unknown, as the lot number of the device was not provided. Device discarded by the customer site. At the time of the investigation, product was not available for further evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to (B)(6) surgical vision, inc has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface due to patient movement. The surgery was completed successfully. There was no patient injury and/or surgical intervention required.